Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿two (2) fluoroscopic videos were provided. Both videos were taken post deployment of the first clip (reported device). In both videos, the clip arm angle appears to be ~45° - 50°. While this is an estimation based on visual assessment with the unaided eye and is not confirmed, it is apparent that the observed post deployment arm angle is notably larger than the fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the second clip (incident device) was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). However, the clip presents with a notably large arm angle typically associated with cowl events. Per reported incident details, a cowl was observed during lock line removal (per response a14). It is unclear if the observed arm angle of ~45° - 50° was due to the user deploying the clip with the post-lock line removal / cowl arm angle or if it was re-closed prior to detachment, and a post deployment cowl had occurred. There was no mention of re-closing the clip after it opened during lock line removal or performing the second efaa check in the reported incident details. It should be noted that per the instructions for use, after the lock line is removed (per step 32.1.2), step 32.1.3 instructs the user to conduct the second efaa check and provides the following note: "the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position". Per the IFU and by design, the user is able to re-close the clip after the lock line is removed and is instructed to do so if the clip arm angle is observed to change during these steps. After the clip was reportedly observed to open to during lock line removal, the user should have re-closed the clip and conducted the second efaa check in accordance with the IFU. Based on the reported incident details and cine provided, it is unclear if the user performed step 32.1.3, as described. It is recommended that follow up be sent to the account to confirm all steps were performed in accordance with the IFU.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment and during lock line removal, the clip opened from less than 5 degrees to 20 degrees. It was noted that the clip remained stable on the leaflets. To stabilize the clip, two additional clips were implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.